Manufacturer narrative:
Philips has investigated this complaint. According to the additional information, the issue occurred at the beginning of a non-emergency treatment, and the procedure was cancelled. The philips field service engineer (fse) inspected the system onsite and confirmed a power supply issue with the x-ray pc when attempting to power it on. A review of the system log files confirmed that the system failed to start due to a defective x-ray pc. The fse replaced the x-ray pc and sent it for analysis. The analysis confirmed that the cause of x-ray pc failure is due to a power supply fault within the x-ray pc. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system gave an alert indicating the x-ray computer was offline, preventing a full system boot. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.